Event description:
It was reported that the patient had undergone a pocket revision because the pump was in an "uncomfortable position." The revision was noted to have been successful. The patient was noted to have experienced pain. The medication used within the system was infumorph. The patient's status was noted to have been alive and without injury as of the date of this report. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8835: serial# (B)(4). Product type: programmer, patient: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012. Product type: accessory. (B)(4).